Event description:
It was reported that the customer was pushed into the swimming pool with the insulin pump still attached to them. There was water in the device, under the lcd display. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with cracked case at the display window corners, minor scratched display window, and intermittent buttons response due to corroded keypad traces. Also traces of corrosion was found at the lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).